Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would shut down without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the mainframe rebooted on its own. The fse determined the cause of the problem to be a faulty ps1 power supply. The power supply is a hardware component that supplies power to system components. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Failure of the power supply can cause a variety of system functionality issues, including making the system reboot. Fse replaced the faulty power supply to resolve the issue. Fse also reseated connections and did a filament calibration to be proactive. Based on age of the system (fse stated this system was 16 years old), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.